Event description:
A diabetic pt had a stage IV pressure ulcer with little exudate and an exposed tendon on the dorsal part of the foot. It was also alleged that wound dressing was placed in the wound and was covered with a gauze pad. It was further alleged that the wound completely dried out and the tendon became non-viable.